Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No unexpected no delivery alarm noted. Unit communicated properly with the test blood glucose meter. Unit had minor scratched display window, scratched case and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call, that 911 was called and the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 620 mg/dl. The customer reported having symptoms of vomiting and sweating. The customer was wearing the insulin pump at the time of hospitalization. It was also reported that the customer received excessive no delivery alarms. Troubleshooting occured. Advised insulin pump would be replaced.